Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The clear material was sent to chemistry for energy dispersive spectroscopy (eds) testing. Results detected the presence of the following elements in the balloon inflation lumen: iodine, sodium, and chloride. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The IFU under ¿warnings¿ section states that ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded¿. ¿instructions-purge¿ section of IFU establishes ¿inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Note: for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru-lumen.¿ there is the potential that highly viscous or particulate contrast medium contributed to the stated event. There was no report of patient complication in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter, model 12tlw403f, without any attached components was returned for evaluation. Blood was observed from the catheter body. The balloon was found to be ruptured and the ruptured edges were not able to match up. Balloon inflation lumen was found to be completely occluded with unknown material. A closer examination found that the entire balloon inflation lumen contained clear solid material. No other visible damage or inconsistency to the catheter body and windings was observed. Through lumen was patent without any leakage or occlusion. The material was sent to chemistry for testing. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon issue was confirmed. A supplemental report will be sent with the chemistry investigation results. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. In this complaint there was missing latex from the balloon, there is a low likelihood of balloon embolization because these devices are primarily used in occluded vessels. Complications such as infection are possible. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon did not inflate on the first day of use. It is unknown if inflation testing was performed before use. Patient demographic information requested but unavailable. There were no patient complications reported.